Event description:
It was reported that during an orif ankle, the tip of the screwdriver fractured. No product into the patient, and there was no delay. The procedure was successfully completed with the same device. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). G2: event occurred in singapore. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.